Manufacturer narrative:
The initial surgery was completed on 11/23/2020. The complaint was reported to kmti after a routine follow-up examination (approximately 2 months). The patient was asymptomatic, but an x-ray revealed an unidentified piece of (likely) metallic debris in the vicinity of the coverplate. No further information is available other than the x-ray image showing the debris and the sales sheet. Kmti has attempted to contact the surgeon for additional information but has not received a response. At this time, it is unknown if revision surgery will be performed. If/when kmti receives further information on the patient, this portion of the investigation will be updated. Per the charge sheet, the surgery was performed on (B)(6) 2020. From the post-op x-ray image, the following information can be gathered: surgery was performed on two levels. This is a contraindication. The kmti IFU warns against excessive loading of the implant (potential risks, item 2). A two-level implantation can lead to excessive loading. For the first level (superior) the construct was oriented 1up/2 down (the two outboard screws were inserted into the inferior vertebra while the center screw was inserted into the superior vertebra). For the second level (inferior) the construct was oriented 1up/2 down. The second level construct shows the cage has subsided into the inferior endplate.

Event description:
During a routine follow-up examination, an x-ray revealed an unidentified piece of debris in the vicinity of the coverplate.